Event description:
Surgeon revised a gmrs distal femur proximal tibia as the patient had complained of a clicking noise coming from his knee during a routine follow up appointment. The surgeon believed the patient needed the bushings replaced and booked him for revision of all poly components and axle, tibial rotating component and poly insert exchange. The patient complained of a sudden event whilst moving which resulted in instability the weekend prior to surgery (weekend of (B)(6)). The surgeon performed the revision surgery and found that the tibial insert had been separated from the gmrs proximal tibia and had worn away in parts and the polyethylene tibial sleeve had broken. The bushings and all other implants looked intact. The surgeon replaced the tibial sleeve, tibial insert, axle, bushings x2, neutral bumper, and tibial rotating component. The surgeon was very happy with the patient's range of motion, flexion and extension and stability once these implants had been exchanged.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation of the knee involving an mrh tibial sleeve was reported. Visual inspection of the mrhk tibial sleeve which was returned in two sections; the sleeve had been worn through and broken through the middle of the sleeve. There is severe deformation present. Based on the medical review the root cause of the dislocation of the tibial rotating component is an adverse mix of mainly procedure-related factors regarding soft tissue instability across the knee after segmental resection surgery and loss of fixation of the patellar tendon with the overload effects further aggravated by excessive patient activity. Based on the provided information, the tibial sleeve component did not contribute to this event and is therefore considered concomitant. A full investigation was performed for the tibial rotating component.

Event description:
Surgeon revised a gmrs distal femur proximal tibia as the patient had complained of a clicking noise coming from his knee during a routine follow up appointment. The surgeon believed the patient needed the bushings replaced and booked him for revision of all poly components and axle, tibial rotating component and poly insert exchange. The patient complained of a sudden event whilst moving which resulted in instability the weekend prior to surgery (weekend of (B)(6) june). The surgeon performed the revision surgery and found that the tibial insert had been separated from the gmrs proximal tibia and had worn away in parts and the polyethylene tibial sleeve had broken. The bushings and all other implants looked intact. The surgeon replaced the tibial sleeve, tibial insert, axle, bushings x2, neutral bumper, and tibial rotating component. The surgeon was very happy with the patient's range of motion, flexion and extension and stability once these implants had been exchanged.